Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self test on (B)(6) 2009. There are multiple self test failures after this date and all went unnoticed for up to two months. There is also evidence that the recorded temperatures around the dates of the self test fails were on or below zero degrees. The problem with the device was attributed to a fault in the membrane. The incorrect storage of the device where it is exposed to very low temperatures is also known to be detrimental to the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.